Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit from batch# 13f18l0759. Evaluation of the kit reveals the banner card insert shows the correct part number (cdc-42703-1a) and catheter length (16cm); however, the lidstock information card (c-42703-200g) displays the incorrect part number (cdc-45703-1a and catheter length (20cm). This would indicate that the incorrect lidstock information card was used during the packaging of these kits. The kit was opened and the catheter contained within was evaluated. It was revealed that the catheter is the correct length (16cm); therefore, the issue is limited to the product packaging. A device history record review was performed on the manufacturing of this product and no relevant manufacturing issues were identified. The customer reported issue of the incorrect part number and catheter length being listed on the lidstock label was confirmed through evaluation of the returned sample. Evaluation of the sample revealed that the lidstock information label listed the part number as cdc-45703-1a instead of the correct number cdc-42703-1a and the catheter length as 20cm instead of the correct length 16cm. The information label is attached during packaging of the kit; therefore, the probable root cause of this issue is packaging related. A CAPA is currently in-process to further investigate this issue.

Event description:
The customer reports: product has conflicting labeling. It contains a 16cm triple lumen cvc, but the packaging has both cdc-45703-1a and cdc-42703-1a.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: product has conflicting labeling. It contains a 16cm triple lumen cvc, but the packaging has both cdc-45703-1a and cdc-42703-1a.